Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No frozen screen noted. The device also had a cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and the screen was frozen for 10 seconds. It was stated that the act button had an intermittent response. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.